Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
The patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output and a hypoglycemic event on (B)(6) 2016. Patient's wife stated that the patient had a low because the receiver did not beep and they became unresponsive. Patient's wife called emergency medical services (ems), but the patient became responsive again. Patient's wife gave the patient some juice and called off ems before they arrived. At the time of contact, the patient was fine. Additionally, patient's wife tested the receiver's audio function and it did not beep. No further event or patient information was provided.